Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. The option-lok male adapter of the tubing set was connected to a needleless valve connector. After an unspecified length of time in use, it was reported that the option-lok male adapter disconnected from the needleless valve connector and an unspecified volume of solution leaked. There was no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.